Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v2920h; mpbbswt0 number, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle was inserted into the tissue, the suture came off from the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: h6. Additional h3 investigation summary: two unopened samples of product code v2920h, lot mpbbswt0 were received for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Additional h3 investigation summary: one open sample of product code v2920h, lot mpbbswt0 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, marks were observed on the edge of the needle that appears to be by the use of a surgical instrument and a suture piece still was attached to barrel needle. The dispensed suture was examined along of the strand and the end of the suture is severely cut appears to be by the use of a surgical instrument. Also, body fluids were found on the strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the pull off - suture needle suggests an improper handling of the sample.